Event description:
The homecare provider (hcp) reported the following info: (1) a pt was filling companion 1000 and liquid oxygen leaked out the top case vents. (2) the leak was from the fill tube at the manifold connection. (3) no injury occurred.